Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on (B)(6) 2015 and performed to specification up to (B)(6) 2016. The device failed a self-test due to a low battery on (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. Investigation was unable to replicate or find any evidence of the reported fault. The self-test fail may be due to a partially depleted pad-pak unit being installed. It is assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.